Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus, and the system continued to display that gscacsupx1 had diltiazem 5 mg/1 ml (5 ml) #10 loaded in the pyxis. As a result, the inventory could not be unloaded or corrected to zero, which caused an inventory discrepancy". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager not detected on bus. The field service engineer (fse) removed the refrigerator and associated remote manager, returned medications to the pharmacy without unloading them from the station, connected a new remote manager, unloaded the medications through the application, then disconnected and deleted the remote manager from the application, resulting in no medications showing as loaded in the refrigerator. The system functioned as intended after the field service engineer resolved the issue.